Event description:
It was reported via voluntary medwatch mw5102312, that the patient had an issue with the infusion cassette causing the infusion pump to alarm. Cassette still had 9.5 ml reservoir volume. The patient was able to swap the cassette and continue the infusion without further alarm. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.